Event description:
Temperature alarms 10 and 11 were reported by the caller. There was no reported impact on the customer¿s blood glucose level as the caller declined to answer whether levels exceeded 500 mg/dl. The pump was not exposed to extreme temperatures and was charging using tandem supplies when the alarms occurred. The pump was confirmed to be within warranty, and it was replaced. The customer was informed about the replacement process, instructed to allow the battery to deplete before transport, and asked to return the problematic pump within 10 days using the pre-paid label and return box.